Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
The notification received for the (B)(4) study indicated that on (B)(6) 2010, due to acute coronary syndrome and stemi, the patient underwent index stenting with deployment of one cypher 3.0 x 33.0 mm drug eluting stent in the proximal lad. Post procedure residual stenosis was 0% with timi iii flow, and the patient was noted to be 100% compliant with asa and plavix post-procedure. Approximately 11 days after the index procedure, the patient was reported to suffer a cardiac arrest shortly before 1300 hours. The subjects, wife reported that she had left the patient for a few minutes, when she heard a thud sound. The patient was found to have fallen out of bed and was lying in the prone position. The patient was unresponsive and not breathing. The wife alerted the ems and performed CPR. Upon arrival, ems found to patient to be in ventricular fibrillation. Attempts at defibrillation converted the rhythm to asystole. The patient received epinephrine, atropine, IV fluids, and endotrachial intubation. At one point the patient had pulseless electrical activity, but this changed back to ventricular fibrillation. Two additional attempts at defibrillation did not return the patient to sinus rhythm. The patient was pronounced dead at 1541 hours. A death certificate recorded the date of death, and attributed the death due to ventricular fibrillation, coronary artery disease, and myocardial infarction. In the opinion of the investigator, the death event was severe in intensity, possibly related to the study drug, possibly related to the study device, and not related to the study procedure.

Event description:
The patient's clinical picture does not correlate with the monitoring values generated by this device. This report is reflective of information concerning the care of 11 different patients. We do not know the lot numbers of the devices used on the individual patients. In summary the problems presented with this device include the following:1. Frequently places doubt in reliability of cardiac output and pulmonary artery (pa) numbers. Does not correlate with clinical picture i.e. Bp, assessment, urinary output (u.o.), etc. Cardiac output (c.o.) = 1.0 and patient alert and oriented and u.o. Within defined limits (wdl). Bp wdl, heart rate (hr) wdl.2. The above occurs despite the completed bridge verification.3. There are broad variations of cardiac output and index values within a brief period of time, i.e. - cardiac output 2.4 then 10.2 within a few minutes.4. Unable to trust values to titrate administration of vasoactive medications.5. Physicians have reported the inability to obtain proper wave forms with manipulation of catheter and in one case had to discontinue the catheter within four hours of surgery.6. On one instance, the catheter balloon ruptured at time of insertion requiring the use of a second catheter. This failed and required the use of a completely different product.7. Commonly used devices in the treatment of a post-operative heart patients, i.e. - sequential compression device (scd) and patient warming devices interfere with catheter device signals per manufacturer's representative.==================== manufacturer response for flow-directed thermodilution fiberoptic continuous cardiac output pulmonary artery catheter non-heparin, opti q svo2/cco catheter======================we have had many discussions with the manufacturer's representative and have followed their recommendations and continue to have product malfunctions. This continues to interfere with patient care.

Manufacturer narrative:
A patient from the dapt study passed away approximately eleven days post implantation of a cypher stent. A death certificate attributed the death due to ventricular fibrillation, coronary artery disease, and myocardial infarction. The patient's medical history was significant for hypertension and was a current smoker. This patient's history puts him at increased risk for mace. The indication for the index procedure was acute coronary syndrome and stemi. The IFU indicates that the use of this product is contraindicated in patients who had suffered from ami within 72 hours. Pci was conducted with the deployment of one cypher 3.0 x 33.0 mm drug eluting stent to the proximal lad. Post procedure residual stenosis was 0% with timi iii flow. Medications prescribed at discharge included aspirin and plavix. Approximately 11 days after the index procedure, the patient was reported to suffer a cardiac arrest at home. Resuscitative efforts by ems were unsuccessful and the patient died. The reporter indicated that the patient was compliant with the prescribed antiplatelet therapy. The product remains implanted in the patient and is thus, not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction and death are potential adverse events associated with coronary artery stenting. Based on the limited information available and without the product available for review, it is not possible to draw a conclusion about a clinical relationship between the device and this patient's death.